Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to electrical board 2.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back and had issues with the battery life three days and customer needs to replace the battery. No harm requiring medical intervention was reported. The device will be returned for analysis.